Event description:
The customer reported that while the surgeon was working on an upper abdominal tumor, the device jaws could not be re-opened. The surgeon resected the tissue directly adjacent to the device jaws in order to remove them. The device knife is reported as protruding from the jaws. The surgeon opened another type of ligasure device to successfully complete the procedure. There was no pt injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.